Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report # 2916596-2020-02996. It was reported that the patient experienced a persistent driveline faults shortly after implant that persisted while the patient was in the intensive care unit. Upon cycling power and putting the patient on batteries, the alarm appears on the monitor exclusively. According to the log files drive line power faults were noted. Considering this was a new implant, there was a possibility of debris on the modular cable connector or the controller connection. The patient's primary system controller and modular cable were exchanged by the cardiovascular surgeon. The alarm resolved post-exchange and no additional alarms have been reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed during the analysis of the returned system controller serial number (B)(6). The evaluation revealed a compromised connection in the power a circuit. The issue was isolated to the printed circuit board (pcb). Further evaluation of the pcb was performed; however, the specific root cause for the open connection was not able to be determined. The event and periodic log files were successfully retrieved from the controller and the recorded information was consistent with the reported event. Abbott will continue to monitor for similar events. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.